Event description:
It was reported the pump touchscreen became cracked and unresponsive. Customer's blood glucose was around 350 mg/dl. Customer reverted to manual injections for alternate insulin therapy.